Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during an esophageal ligation, performed on (B)(6), 2010. According to the complainant, during the procedure, the physician rotated the handle and two bands deployed at the same time. Both bands attached to the same area of the ligated tissue. The case was completed with another speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during an esophageal ligation, performed on (B)(6), 2010. According to the complainant, during the procedure, the physician rotated the handle and two bands deployed at the same time. Both bands attached to the same area of the ligated tissue. The case was completed with another speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has been received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Manufacturer narrative:
A visual examination of the returned device found that there were no issues with the handle. The trip wire was properly cinched into the handle slot. The trip wire was also wound around the drum, indicating that the handle had been turned to deploy the bands. The deployment thread with 7 knots is intact and attached to the distal end of the trip wire. The ligator head was visually inspected and no damage was found to the teeth of the ligator head. A functional check of the handle revealed that the handle knob was able to turn to take up slacks and there was an audible click heard at each complete turn. Based on the evaluation conducted and the details of the complaint, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) was performed; no anomalies were noted.